Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience v everolimus eluting coronary stent system, instructions for use, as known patient effects. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed lesion in the mildly tortuous distal right coronary artery. Pre-dilatation was performed with 1.5x12 mm non compliant (nc) balloon at 12 and 14 atmospheres and then a 2.5x28 mm xience v stent was implanted. Post dilatation was performed with a 2.5x12 mm nc balloon and a proximal edge dissection was noted. Another drug eluting stent was used to cover the dissection. There was no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.